Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed an alarm anomaly with an undetermined cause. The pump passed all non-destructive testing other than the alarm test, which failed with a decibel (db) reading of 66.5 db. The minimum required was 70.0 db. No top cover damaged was noted, and no cracks were seen on the resonator.

Event description:
A representative reported the patient had inconsistent spasticity relief and potential baclofen withdrawal. The removal of the pump was prophylactic to avoid in-vivo battery depletion. The pump was replaced on (B)(6) 2014, and the patient recovered without sequela. The pump contained lioresal.

Manufacturer narrative:
Additional review of the analysis test results found that there was no alarm anomaly. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.